Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had absence of occlusion alarm. The insulin pump was not delivering insulin and did not receive any alert. Insulin pump was able to run 5 units fill cannula and there were drops at the end of the tubing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.